Event description:
It was reported that a patient underwent a sling procedure on an unknown date for treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced hematuria and urinary frequency.

Manufacturer narrative:
(B)(4). The patient underwent an obturator sling procedure on (B)(6) 2009 for treatment of stress urinary incontinence. The patient is currently being evaluated to determine if explantation of the mesh will be performed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.